Manufacturer narrative:
Return requested for sterile percutaneous pin 150mm. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report on (B)(6) 2016 from a site that, while in a spine procedure on (B)(6) 2015, the "pin tip sheared off." The surgeon was using a sterile percutaneous pin 150mm. A second instrument was brought in to allow the surgeon to continue the procedure. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Correction to device lot number. Correction to device manufacturing date. Medtronic investigation of returned suspect device finds that the alignment post on the back end of the pin has been broken off. Otherwise, the pin is intact and in good condition. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.